Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2005-(B)(6), 7122 competitor implantable defib lead 2010-(B)(6), (B)(4).

Event description:
The patient reported that they are being checked monthly because something is "interfering" with their device. It was also reported that the doctor has done fluoroscopy and squeezed and move arms and body position, and they still don't know what's causing the problem but are concerned. The device remains in use. No patient complications have been reported as a result of this event.